Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) determined that the employee did not have permissions to add med to patient profile. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, an issue occurred when attempting to add medication to a patient profile. During medication issuance, the cabinet indicated that there was not enough medication available. However, the user reported that the pharmacy had confirmed sufficient medication quantity was available in the cabinet. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.